Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempt to obtain patient information was unsuccessful as the customer declined providing the information. No tests/laboratory data was available. Other relevant info.: no information was available. The implant or explant dates are not applicable to this device. The device has not been returned for analysis. Per the instructions for use (IFU): warnings: · exercise care when advancing the refinity st catheter distal to a deployed stent. The short monorail segment can result in exposure of the guide wire to the stent struts. · care should be taken when advancing or re-advancing a guide wire or catheter through a deployed stent. A guide wire may exit between stent struts when crossing or re-crossing a stent that is not fully apposed to the vessel wall. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of the catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. · in instances where the device has crossed a deployed stent, care should be taken when retracting the device to ensure that entanglement does not occur. Fluoroscopy should be used to monitor guide wire position with respect to the imaging catheter and the stent; at no time should the imaging catheter be retracted if there is evidence of guide wire prolapse or if significant resistance to withdrawal is experienced. If either of these events occur, advance the imaging catheter distal of the stent and then carefully remove the whole system under the guidance of fluoroscopy. Precautions: · when advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire / and or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of catheter or guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
The customer reported the catheter device was used for pci (percutaneous coronary intervention). During crossing the legion, the catheter got stuck on [the] stent. Several medical devices were used to release the catheter from the stuck. Then the catheter could be removed from the body. The catheter was removed by itself, not as a system. It is unknown what other devices were used to free the catheter from the stent. A stent was placed in the lesion and another catheter of same device was used to complete the procedure. No damage was observed during prep. Device appeared in one piece after removal from the patient. There was no patient injury. Treatment was completed by the procedure and the patient was discharged as expected in stable condition. Vessel location: lad, tortuousness: yes, calcification: yes, highly occluded. This event is being reported because additional intervention was required to free the catheter device from a stent.

Manufacturer narrative:
Internal reference:(B)(4). This case was reviewed and investigated according to the manufacturer's policy. The device was returned with the proximal shaft cut. The telescope and connector assemblies were missing and were not returned with the device. The imaging core remained inside the remaining portion of the device. The returned portion of the device was visually and microscopically inspected. Blood and debris were present along the length of the device, there was stretching in the guide wire exit port, there were several kinks and bends present along the proximal and distal shafts, and the distal shaft was pinched at multiple points. 1310 mm of the device was returned. The guide wire movement test was performed and the device passed. The probable cause of the reported failure is damage during use as evidenced by the stretched guide wire exit port and kinks and bends present along the device. Strain, impact, and forces associated with use can affect the integrity of the device. There were no observations with the intact portions of the device that would feasibly contribute to the reported failure. It could not conclusively be determined when the cause of the failure occurred. In addition to the reported failure, the device was returned with the proximal shaft cut and was missing approximately 40 mm of the proximal shaft, the telescope assembly, and the connector assembly. The probable cause of the observed shaft separation is damage following use of the device. Per the customer, the device was not broken into two pieces upon removal of the device.

Event description:
This report is being filed to supplement the initial MDR submitted as the device has been received and analyzed by the manufacturer.